Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion with more than 90 degrees bend was located in the severely calcified right coronary artery. A 3.00x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was completely removed from the patient by simultaneously pulling the stent with the stent delivery balloon and it was noted that the stent was damaged 1.5cm into the middle. The procedure was not completed. No patient complications were reported and the patient's status was stable.